Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2017-02784. It was reported the patient experienced a fall. Afterwards, stimulation wasn't as effective as it was prior to the fall. X-rays were taken and revealed no anomalies. Reprogramming attempts were unsuccessful. In turn, the patient has chosen to address their issue with alternative therapy in the form of injections.